Event description:
Customer called to report a clear fluid leak of approximately 5 milliliters from the bath area of the coulter lh750 hematology analyzer, some of which leaked onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that a laboratory technician had removed the wbc (white blood cell) bath, but did properly reinstall it. The fse ensured that the bath was properly reinstalled and sealed to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the error is attributed to user error when the laboratory technician improperly reinstalled the wbc bath.

Manufacturer narrative:
(B)(4).